Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, routine x-ray imaging was performed and revealed right ventricular (rv) lead dislodgment. Rv lead repositioning was attempted but was unsuccessful due to helix damage. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.